Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Unable to perform displacement, rewind, basic occlusion,occlusion, prime and excessive no delivery test due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting was not able to resolve the issue. The customer also reported his blood glucose rose to 438 mg/dl in one incident. The customer's blood glucose declined to 244 after treatment with the insulin pen. The device was returned for analysis.